Event description:
During routine cath change unable to deflate balloon by aspriating, cutting above h2o isntillation port, needle aspiration of port by md, cath irrigation and traction. To ER for suprapubic approach without success-unable to locate balloon. To urologist on 5/7/97. Supra pubic approach unsuccessful. Finally able to pop balloon using 27 gauge spiral needle perineal approach. Balloon and distal half of cath intact.